Event description:
In 1979 rptr had double mastectomy & breast implant with double lumen implants. In 1985 she had explantation due to one rupture & subsequent implanting of another MFR's silicone gel breast implants. Now she is unable to work because of poor memory, lack of energy & aches & pains. She was diagnosed with sjogren's disease, thyroid problems, autoimmune disease, myalgias, & dry eyes & mouth. Costo chondritis. She has muscle cramps, heart palpitations, & arm weakness & numbness. The 1994 explant pathology report noted "chronic inflammation & foamy histiocytes consistent with silicone bleed."